Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported there was high impedance. The patient had a return of symptoms and when an impedance test was performed electrodes 4-7 were all greater than 40,000 ohms. A environmental factor that may have contributed to this issue was the patient falling off their bike several months ago. It was noted that when the patient was looked up in dart the electrode configuration should have been 8-11 and not 4-7. The doctor looked back and believed the patient has always been programmed on 4-7, they weren't 100% sure. The doctor was to reconfigure the ins and perform another impedance test. The issue remained unresolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the reconfiguration resolved the issue.